Event description:
It was reported that the right monitor on the 8800 sys became "choppy" then on reboot both displays failed to come up. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Based on the info provided the following components have been ordered: display adapter pcb and the image processor pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. There was also a question regarding the model as based on the serial # provided. The serial # provided indicates it's an 8800 model, however the customer stated a 9600. If add'l info is rec'd that indicates otherwise, a f/u report will be submitted as required.